Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for an ongoing major drivelne infection. The patient was on a meropemem IV at discharge.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The most recent revision of the heartmate ii instructions for use (IFU) is rev. C. Section 1 of this IFU lists infection and cardiac arrhythmia as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for vad-16804 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient was previously admitted for driveline infection on (B)(6) 2019 as addressed in MFR # 2916596-2019-06141. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that during the admission, the patient experienced cardiac arrhythmias on (B)(6)2020. The patient was shocked twice during hospitalization. The patient was treated with defibrillation. It was reported that the patient had an implantable cardioverter defibrillator (ICD) shock and was dizzy. The patient was treated with an ICD shock, increased mexelitine from 150mg tid to 200mg three times a day, metoprolol also increased. Arrhythmia did not result in clinical compromise. Arrhythmia was ventricular tachycardia that was not sustained. The arrhythmia existed prior to vad and the ICD was implanted prior to vad. Vad team increased medications as noted. They will continue to monitor electrolytes and as patient is subject for more episodes.